Event description:
It was reported that she was ¿run over by a cow about three weeks ago.¿ when her pain stimulation device was off she increased her urinary device and was feeling stimulation down towards her left ¿butt cheek.¿ however, she usually did not feel stimulation from this device. The patient ¿kind of¿ noticed a change in her symptoms. Sometimes it felt like her bladder did not empty completely and like she was starting to get a bladder infection. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0ka5j, implanted: (B)(6) 2014, product type: lead. (B)(4).